Manufacturer narrative:
MDR [0003015876-2019-01857] was sent in error. It was determined 0003015876-2019-01857 is a duplicate of the data previously reported in MDR 0003015876-2019-01786.

Event description:
The customer contacted physio-control to report that their device shuts off intermittently. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control reviewed the device data and verified the reported issue. After completing an unrelated repair, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device shuts off intermittently. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.